Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door had struck, which was resolved by the user. A field service engineer troubleshooted and found medication pulled to the back, and couldn't close the 2nd door from the top. Later it was resolved. No further issues were reported. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a tower door failure which was strucked. The customer reported an issue occurred when trying to dispense medication, and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.